Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal resistance was met with the guide catheter, the other guide wire and the ultra stent delivery system that was loaded on the other guide wire resulting in the reported difficulty to remove. Manipulation of the device ultimately resulted in the reported tip detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the s'port guide wire was advanced to the moderately calcified proximal right coronary artery. When the s'port guide wire was being removed from the anatomy, resistance was met with the guide catheter, the other guide wire and the ultra stent delivery system that was loaded on the other guide wire. The tip of the s'port separated, but remained inside the guide catheter. When the guide catheter was removed, the tip of the s'port was removed with the guide catheter. There were no adverse patient effects and no clinically significant delay in the procedure.